Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. The blood glucose level was currently 170 mg/dl. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, a system check to determine a possible cause of these past occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.